Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Tibial base plate cover was broke when cementing in the real femur.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an triathlon tibial protector was reported. The event was confirmed. Device evaluation and results: material analysis has been performed on the received devices. Visual inspection shows that the tibial protector was fractured and damaged. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 1 other event for the lot referenced. The event was confirmed. Visual inspection shows that the tibial protector was fractured and damaged. If the additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Tibial base plate cover was broke when cementing in the real femur.